Event description:
During patient use, the crew paused the autopulse platform ((B)(4)) displayed user advisory "ua12" (lifeband not present) error message. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.